Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 285 mg/dl less than a day after the pod was activated. Upon removal she noticed the cannula was kinked. She was able to give a correctional bolus of insulin with a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We re unable to confirm the reported kinked cannula or to determine whether it contributed tot he reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.